Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The pump was received at a covidien service ctr. Upon the eval of the pump, it was found that the battery is burned.